Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that a screw came out of the center of a journey dcf ap fem cut blk 9 while malleting. However, after further clarification and information received, it was determined that the issue does not meet the criteria to be reportable, since a visual inspection of the returned device finds the device returned with all pieces intact, both screws are in place and able to be manipulated as designed. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury. H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device finds the device returned with all pieces intact, both screws are in place and able to be manipulated as designed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. No defects were found on the returned device, therefore no factors that can contribute to the reported event can be delineated. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a tka, a screw came out of the center of a journey dcf ap fem cut blk 9 while malleting. There was no delay and the procedure was finished using the same device. Patient was not harmed.